Manufacturer narrative:
(B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on an unknown date, as per operative notes,¿ the original wound was impulsed out with 3,000 cc irrigation solution. The autograft was tubularized rhbmp-2 sponge using a 2-0 vicryl suture and then was placed in the lateral gutters spanning from l3 to l5. This was supplemented with decompressive bone followed by osteofil to hold all the bone in position. Autograft was impacted into the facet joints. The laminotomy site was checked for any loose debris and then lightly covered with gelfoam.